Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium (mg) results on two patients generated on the architect analyzer. The results provided were: pt#1 on (B)(6) 2020 initial = 6.49mg/dl (normal range 1.6 to 2.6mg/dl) / retest on different analyzer = 2.25mg/dl. On (B)(6) 2020 pt#2 initial = 7.83 / retest = 1.96mg/dl which matches the patients previous result. There was no reported impact to patient management.

Manufacturer narrative:
During the site visit, the field service representative replaced the bellows, bellows only (rohs) (ln 2-89054-02), and the 1 ml syringe (ln 09d41-03), which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c8000, serial number (B)(4), analyzer's service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the parts were replaced. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem, and troubleshooting of elevated and erratic sample results. A 12-month review for the bellows set, incl rod & fitting and the filter, water bath (rohs) found no trends regarding the current complaint issue. The monthly product monitoring review for the architectc8000 platform, revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no product deficiency was identified for the architect c8000 analyzer, sn (B)(4), the bellows, bellows only (rohs) (ln 2-89054-02), or the 1 ml syringe (ln 09d41-03).